Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating despite showing a static internet protocol (ip). A field service engineer (fse) replaced the network cable, but the problem was not resolved. Further the fse worked with information technology (it), found that the domain name system (dns) configuration on this station had been altered, causing a disruption in connectivity. Then the dns settings were corrected, and the station was rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es in the ICU, the device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.